Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on radius side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Double capsule: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side exchange due to patient¿s concerns with the product and that "patient might have a left side rupture." Healthcare professional later reported capsular contracture, baker grade unknown, and double capsule. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported left side capsular contracture baker grade unknown and double capsule. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side exchange due to patient¿s concerns with the product and that "patient might have a left side rupture." Device remains implanted.